Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the a-rubber and lg-lens could not be identified. However, it¿s likely the cause is related improper reprocessing due to leakage associated with breakage of the ud/rl angulation control knob and pinhole at the a-rubber. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope had a broken bowden cable. It was not specified during what use of the device the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: angulation stopper and bending section cover adhesive have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunction of foreign material found on components, the evaluation found the following non-reportable malfunction(s): due to damage on up/down knob and right/left knob, water tightness was lost; ceiling plate, objective lens, and adhesive around light guide lens have cracks; an abnormal sound was made due to deformation of angle shaft; suction cylinder had discoloration; due to a pinhole on bending section cover, water tightness was lost; probe cover had a scratch; light guide lens had stain; bending tube was damaged; adhesive on bending section cover was detached; wrinkle on connecting tube and universal cord; due to a scratch on light guide connector, water tightness was lost; label on light guide connector was damaged; light guide connector was deformed; universal cord had corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.